Event description:
It was reported that this electrode has known high system impedance measurements. The plan is to re-tunnel the electrode when the device is explanted and a new device is implanted. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received that the system impedances measured between 170-180 Ohms. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received which reported that during the device change out procedure re-tunneling of the electrode was performed. At this time, the electrode remains in service. No additional adverse patient effects were reported.